Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: unexpected posterior tilt in extravascular implantable cardioverter-defibrillator leads: lessons learned from 3 cases. Heart rhythm case reports. 2025; 11:347¿353. Doi: 10.1016/j.hrcr.2025.01.010 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the extravascular (ev) lead. The authors described a patient who underwent an implant of an ev lead with good electrical parameters and successful defibrillation threshold (dft) testing. The patient reported mild chest discomfort. A chest radiograph performed approximately five to six hours after implantation showed that the distal coil of the substernal ev lead had tilted toward the heart. The electrical performance of the lead remained stable. A computerized tomography (CT) scan confirmed that no cardiac or pleural structures were injured by the lead. The lead remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.